Event description:
It is reported that a revision surgery occurred due to a possible allergic reaction and pain.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B) (4), which markets the devices in (B) (4). An amended follow-up report wil be submitted as soon as the devices have been received and investigation is complete. (B) (4).